Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.

Event description:
Technician alleged that the brake caster would lock and hold but the brake caster would rotate if pushed on the side. No patient injured.